Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using the ilet system, with the lowest cgm value of 65 mg/dl during approximately 15 minutes, after exercising and remaining connected to the pump, and the event was treated with oral glucose tablets. Symptoms included hypoglycemia. Outcomes included no hospitalization or medical intervention beyond self-treatment. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed that the cause remained unclear, with contributing factors potentially related to activity while on insulin delivery and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.